Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. In addition, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.